Manufacturer narrative:
Weight, race, and ethnicity:unk. Work order search found no similar complaints. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -13.5/1.0/175 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6)2022, the lens was removed due to low vault without rotation. Cause of the event was a patient related factor. Reportedly, "subtemporal deviation. The problem was resolved.

Manufacturer narrative:
Additional information: d9: date returned: 20/dec/2022 . H3- device evaluation: returned product evaluation found the lens returned with moisture in a microcentrifuge vial. Visual inspection found the haptic broken. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).